Event description:
The lead was explanted.

Event description:
It was reported that upon interrogation, the device was in bvvi mode. Patient had received multiple therapies. It was noted that the charge time limit had been reached due to excessive charging. In addition, egms showed double- counting. X-ray revealed that the lead had dislodged. Both the ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.